Event description:
On (B)(6) 2013, it was reported that cardiohelp (serial number (B)(4)) alarmed and displayed a tart sensor defective message. The internal sensor cable was replaced on serial number (B)(4) by using the internal sensor cable from a demo unit. However, this did not resolve the issue so the original internal sensor cable was placed back on serial number (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). On 04/04/2013, service order (B)(4) was generated for this event. The unit was sent to the national repair center ((B)(4)). On 05/14/2013, service order (B)(4) was generated. Per service order, the system was updated and restored at the national repair center. (B)(4).